Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be opened inside the patient's body. When the clip was opened outside the patient's body, it was found to be skewed. The entire front end of the clip was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and it was found that the clip arms were bent towards the inside. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed as the device had no evidence of clip detachment. Regarding the clip found to be skewed, this is likely due to procedural factors and handling manipulation such as the customer trying to reach the end of the scope to use the clip according to the faced needs, and slightly opened the clip arms inside the scope, and due to the force applied in order to advance the clip, this caused the clip arms to bend towards the inside. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be opened inside the patient's body. When the clip was opened outside the patient's body, it was found to be skewed. The entire front end of the clip was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.